Event description:
On (B)(6) 2012, the patient's mom/reporter was having trouble with the patient's elevated blood glucose of 567 mg/dl. Reportedly, the patient was treated with bolus insulin via the animas pump but the elevated blood glucose did not subside. The reporter contacted the hcp for advice at the time of concern. The patient's blood glucose came down with insulin via syringe. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. However, this insulin pump is being replaced based on the hcp's recommendation. This complaint is being reported because the patient had elevated blood glucose over 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.